Manufacturer narrative:
Device eval results will be provided, when eval is completed. According to device history records, the pump was shipped out on 03/24/97 and has never been back for svc.

Event description:
Info was received regarding an overinfusion of the drugs deprovan and prophythol. A pt injury was reported. The tubing set had been disposed of. The pump will not be returned and further info will not be available until the situation has been assessed by the facility's risk mgmt and legal depts.